Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal team, approximately 7.5 years post initial left tka, the 66 y/o male patient presents with significant periprosthetic osteolysis and aseptic loosening of their left total knee arthroplasty with associated pain refractory to comprehensive nonoperative management in the setting of a recalled exactech total knee device. During revision surgery, there was severe relative synovitis and joint effusion consistent with polyethylene wear and component loosening. On inspection the femoral component was grossly loose and was easily explanted with gentle disimpaction using a round impactor. Patient was revised to competitor devices. Patient was transferred to the pacu in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.